Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. Explant. Glare. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that tecnis symfony multifocal intraocular lens (model zxt150, +15.5 diopter) was scheduled for an explant because of patient experiencing glare at night which is blinding, sees rings and an aerial like whisp or smoke. Additional information was received and it was confirmed that the explant was performed with no patient injury and no wound enlargement. Reportedly, a model zct150 +15.5 diopter lens was used as replacement for the patient. No further information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 8/7/2018. Device returned to manufacturer? Yes. Device evaluation: the device was received at the manufacturing site for investigation. Visual inspection with the unaided eyes shows the product was cut in half, most probably to make explant possible. However, the product was only partially returned. The remaining part was not contained in the package. Considering the condition of the lens, additional analysis is not possible. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There were no non conformances with respect to the manufacturing process. Historical data analysis: the search in complaint history revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.